Manufacturer narrative:
Facility reports there was no model number and/or serial numbers on the bed rails allegedly involved. Rails as described are not consistent with an invacare product. Invacare bed rails not confirmed.

Event description:
The resident was allegedly found trapped in the bed at the zone 3 location on the bed rail. The resident was deceased when found.